Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating. A field service engineer contacted customer and was advised that customer was working with the information technology department to resolve the issue and confirmed that the issue had been resolved successfully by their team. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or3 was not communicating and remote smart service shown offline. The user had already rebooted the station and confirmed that it was properly connected to the ports. The customer was currently coordinated with the network team internally to verify if there was a network-related issue contributed to the problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.